Event description:
Through journal article "the effect of early cultures and dual-port expanders on two-stage, prepectoral breast reconstruction: the 25/25 study", one patient received a singleport device in the control group. Patient experienced infection, mastectomy flap necrosis, seroma and hematoma. All expanders were textured. Affected side is not mentioned. Device status is unknown.

Manufacturer narrative:
Article citation: moyer, hunter r, and katherine sisson. ¿the effect of early cultures and dual-port expanders on two-stage, prepectoral breast reconstruction: the 25/25 study.¿ pubmed, vol. 12, no. 1, 1 jan. 2024, pp. E5507¿e5507. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, necrosis, and seroma.